Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was sent to the emergency room due to low blood glucose. Customer's blood glucose was 25 mg/dl. Nurse reported the device would not function. Device turned off after a battery change. Nurse was unable to troubleshoot due to the device was not present at time of call. Customer will not be returning the device for analysis.